Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. Customer tried to recover storage space, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer (fse) found that the matrix drawer 6 had failed due to a partially connected bus cable. The bus cable was secured on all drawers, testing was completed successfully, and the customer recovered the drawer. The system functioned as intended a field service engineer repaired the device.